Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they were injected in the zygomatic area, chin and cheeks with juvéderm® voluma¿. Four months later, patient went to another physician and presented with granulomas in all the treatment areas. Biopsy was not provided. That same day, patient was treated with "antidote and cortisone" and further reported "no signs of improvement."